Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing non-conformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. It was reported that the procedure was used to treat tricuspid regurgitation. It should be noted that the intended use section of the mitraclip system, instruction for use (IFU) states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device; however, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. Based on all available information, the reported single leaflet device attachment/(B)(6) appears to be due to a combination of challenging patient anatomy in conjunction with poor imaging. A cause for the reported poor imaging could not be determined. The reported off label use was associated with the use of the mitraclip device on the tricuspid valve. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat tricuspid regurgitation (tr) with a grade of 4+. Visualization was difficult due to the imaging quality. The clips were implanted without issue. However, the clip detached from the septal leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/(B)(6)). An additional clip was implanted to stabilize the slda clip. Tr was reduced to 2+. No additional information was provided.

Event description:
This is filed to report the single leaflet device attachment/(B)(6). It was reported that this was a mitraclip procedure performed to treat tricuspid regurgitation (tr) with a grade of 4+. Visualization was difficult due to the imaging quality. The clips were implanted without issue. However, the clip detached from the septal leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/(B)(6)). An additional clip was implanted to stabilize the (B)(6)clip. Tr was reduced to 2+. No additional information was provided.

Manufacturer narrative:
Medical device problem code: (B)(6) incorrect anatomy. The device was not returned for analysis. A review of the lot history record identified no manufacturing non-conformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. It was reported that the procedure was used to treat tricuspid regurgitation. It should be noted that the intended use section of the mitraclip system, instruction for use (IFU) states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device; however, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. Based on all available information, the reported single leaflet device attachment/(B)(6) appears to be due to a combination of challenging patient anatomy in conjunction with poor imaging. A cause for the reported poor imaging could not be determined. The reported off label use was associated with the use of the mitraclip device on the tricuspid valve. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.